Manufacturer narrative:
A root cause investigation was completed related to this event. The investigation found the cause of the un-commanded x-ray to be a faulty mainframe x-ray on switch. The probable cause for the reported sticking x-ray switch was normal wear and tear, as this system had been installed in 2001 and the switch in question was the original switch. There are no further actions planned by the manufacturer at this time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer reported a brief unintended exposure to the patient upon the release of the switch which was terminated by pressing the emergency stop. The mainframe x-ray switch was evaluated and replaced during the service event. The system was tested and found to be working as intended and put back into service. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that fluoroscopic x-ray stays on after releasing the mainframe switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.